Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to a loose battery pins. Physio tightened all battery pins in the device, and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.